Manufacturer narrative:
Concomitant medical products: 693565 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital due to syncope. Undersensing was noted on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.